Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was leak. The customer¿s blood glucose level was unknown. It also reported that the issue with reservoir that insulin was leaking on customer through reservoir while filling it up and similar experience happened about 3 years ago which lead to diabetes ketoacidosis. Customer was advised that the reservoir will need to be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Evaluated 1 open/used reservoir. Performed pre-fill reservoir test per des8654. Found transfer guard and reservoir no leakage anomaly during test.